Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that there is blood in the sensor and on the sensor connector and is unsure if it can be used. Customer does not recall any significant events leading to the error. Customer's blood glucose was 400 mg/dl at the time of incident. Troubleshooting was done for the issue and customer was advised that blood can possibly damage the transmitter pins. Customer was advised to change sensor and informed that the device would be replaced. No further information was provided.